Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, brand name: linear? St, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), lot: (B)(6), UDI: (B)(4).

Event description:
It was reported by the patient that he experienced a partial stroke and subsequently lost use of his right hand. He was admitted to the hospital, underwent magnetic resonance imaging (MRI), and was evaluated for a cerebrovascular event. It is unknown whether the stroke was related to the device. No additional information has been obtainable despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4). Device history record review: a review of the manufacturing documentation for the leads revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review did not reveal any anomalies as it states that possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, and that they are known risks with the use of spinal cord stimulation (scs). Risk review: risk review was completed and confirmed that the event of paralysis and cerebral vascular accident (cva) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on limited information and in the absence of device return, the root cause of the reported event cannot be established as the product has not been returned for analysis.

Event description:
The patient experienced a stroke and subsequently lost use of his right hand. He was admitted to the hospital, underwent magnetic resonance imaging (MRI), and was evaluated for a cerebrovascular event. It is unknown whether the stroke was related to the device. No additional information has been obtainable despite good faith efforts.